Event description:
It was reported that after the device was deployed imaging was taken and an offset of the spindle cap was observed. The device was removed and it was observed that the weld on the device malfunctioned. A second device was implanted and the same malfunction was noted. The second device was then explanted and a third device was implanted. The procedure was then completed successfully. The device will not be returned for analysis as it was disposed of by the facility.